Event description:
It is reported that during surgery, the femoral stem would not seat and was hard to remove. The surgeon was able to seat the stem but, surgery was delayed for an unspecified amount of time. The date of surgery is unknown.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Patient information such as height, weight, and patient activity is unknown. Possible causes for this incident include, but are not limited to: porous casting size profile, and/or reaming depth. Bone quality may influence the difficulty for seating the stem (requiring greater impaction force). The cocr (cobalt chromium) beaded porous coating size profile can vary slightly from stem to stem, which is inherent to the design. This may also influence the feel and relative difficulty for seating the stem. Based on the available information, a definitive cause cannot be determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required or retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.